Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. After activating the system it was discovered that the implantable pulse generator (ipg) was not consistently communicating with the external therapy disc. Imaging confirmed the ipg had migrated, causing the communication issues. Surgical revision was performed on (B)(6) 2023 to remove the existing ipg, which was damaged after migrating, and place a new ipg in a more optimal position.